Event description:
It was reported that this electrode exhibited low shock impedances within normal limits after implant procedure, during wound check. Boston scientific technical services (ts) suggested re running auto set up to verify that alternate was still the best sense vector. Furthermore, the shock impedance was as expected. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, that this electrode exhibited oversensing, low shock impedances out of range and small r waves in alternate with smart pass getting deactivated. Boston scientific technical services (ts) discussed troubleshooting options and recommended performing a later x ray. The field representative decided to leave at alternate and will discuss with the provider. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited low shock impedances within normal limits after implant procedure, during wound check. Boston scientific technical services (ts) suggested re running auto set up to verify that alternate was still the best sense vector. Furthermore, the shock impedance was as expected. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, that this electrode exhibited oversensing, low shock impedances out of range and small r waves in alternate with smart pass getting deactivated. Boston scientific technical services (ts) discussed troubleshooting options and recommended performing a later x ray. The field representative decided to leave at alternate and will discuss with the provider. This electrode remains in service. No adverse patient effects were reported.